Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the drip chamber. This was identified during priming with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was produced in july 2022. H10: the actual device was not available; however, retained samples were evaluated. Retained samples were visually inspected, gravity tested, and leak tested with no issues or damage detected. The retained samples met product specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.